Event description:
A malfunction occurred when the pump displayed a reset screen unexpectedly and shut down, requiring placement on a charging pad to turn back on, along with receiving a low power alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support educated the caller on necessary actions, such as restarting cgm sessions and reloading the cartridge after a shutdown, and planned to investigate the logs and follow up.